Event description:
The customer reported the system displayed a receiver cable error and would not operate. No patient injury or death was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the receiver probe. The system operates as intended.